Manufacturer narrative:
Upon investigation of the actual device used in this incident drawer was not recognized on the bus. A field service engineer conducted an inspection of the hardware and cabling. During the inspection, a broken clip on the module controller was discovered. The controller was subsequently replaced. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system not detected on bus. A customer reported that the malfunction has caused a delay in the issuance of medications to the patient. There were no adverse events or injuries reported based on this event.